Event description:
Patient came in for first nephrostomy tube replacement and had to return the next day for a second replacement because of leaking. Then the patient had to return the day after that for a third replacement because of leaking. Used a different lot# device and thus far no further drainage.